Event description:
It was reported that six hours hafer a coronary drug eluting stenting treatment procedure, the pt developed hypotension and chest pain. The physician had deployed several taxus stents in the mid lad and diagonal coronary arteries, in a "trouser" technique. Following placement of the taxus in the lad, he wired the diagnonal through the stent and post-dilated the stents with kissing balloons. There was a previously placed express stent in the lad. The physician then stented the gap between the newly deployed taxus stent and the previously placed express stent in the mid lad. The physician was very satisfied with the end result. The pt was transferred for observation. Approx 6 hours later, pt became hypotensive. An echocardiogram revealed a pericardial effusion with cardiac tamponade. The pt was taken emergently to the cath lab where pericariocentesis was performed, resulting in drainage of 400 cc of fluid. There was no evidence of extravasation noted on angiogram, but the physician is of the opinion that the diagonal branch may have been perforated by a pt2 wire used during the initial intervention. Following pericariocentesis, the pt was hemodynamically stable and was observed over the next several days. The pt was maintained on plavix, but in 3/2004, pt developed sub-acute thrombosis of the left system. Pt returned to the cath lab where the physician performed revascularization by angioplasty. The pt underwent elective coronary artery bypass surgery three days later, as pt was very anxious about recurrence of thrombosis. The physician indicated that he does not believe there was a product problem with the taxus stents. He believes that there was increased platelet activity in response to the pericardial effusion and tamponade leading to the thromboses.

Event description:
Same case as MFR's report # 6000093-2004-00154 and 6000093-2004-00155.